Event description:
It was reported that a patient underwent removal of internal fixation device of right radius and ulna under brachial plexus anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, at 10:10, the surgery began. At 10:58, the surgeon requested the use of suture to suture the subcutaneous tissue. The touring nurse applied the suture to the operating table, but the instrument nurse found that the problem of pulling off suture needle had happened while picking up the needle. At 10:59, a new suture was requested, and at 11:00, the touring nurse replaced the suture. The problem of pulling off suture needle wasn't found, and the surgery went smoothly. The patient returned to the ward safely. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.